Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Wrong b formation. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Staple line interrupted. There is an irregular punching line. Is the current patient status known? The time of the surgery has extended, but the patient doesn't have anormal condition. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while the product(long60a) is being used during surgery, the staples are put inside the product. Initial firing is performed however it is seen that it does not staple on the tissue. Then firing has been tried again with another cartridge. The same issue occurred, the product makes irregular stapling's on tissue.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one long60a device was returned with no apparent damage and with two ecr60g (b and c) reloads present. The reload (b) was received partially fired 1/3 with two b-formed staples on the pockets and the reload (c) was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned reloads by resetting and loading it into the device. The cut lines were completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. In addition, a tyvek was received along with the device. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Reload b ecr60g 1/3 2 b-form staple in pocket u5e105. Reload c ecr60g 1/2 u5e105. A manufacturing record evaluation was performed for the finished device batch number u5e26l, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2022.